Event description:
It was reported that the patient has only performed continuous ambulatory pd (capd) or manual pd therapy and had not begun utilizing a liberty select cycler. The pdrn confirmed the patient was hospitalized on (B)(6) 2025 due to drain complications and fluid overload due to a malfunctioning pd catheter (not a (B)(6) product). Although the specifics are unknown, the patient¿s pd catheter was surgically removed, and a hemodialysis (hd) catheter (not a (B)(6) product) was placed. The patient transitioned to hd without any known issues and was discharged to a rehabilitation hospital on (B)(6) 2025 (discharged home on (B)(6) 2025, began outpatient hd (B)(6) 2025). The rationale for the transition was not provided, however the pdrn stated it would be permanent. Per the pdrn, the serious adverse events were not caused by any (B)(6) product(s), drug(s), and/or device(s) deficiency or malfunction. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".